Manufacturer narrative:
D4 and h4 the lot#, expiration date, and manufacture date are unknown. The customer reported lot number 690420, but this was not found in ICU medical's system. The device has been requested for evaluation- it has not been received. The investigation is pending.

Event description:
A medsun was received via email regarding a unspecified "tri-set" in which it was reported that there was leaking from the med port when flushed from the tri-set. Apn notified and at bedside to witness, resource nurse also at beside to witness and PICC team member at bedside to assess. After confirmation of the med port leaking, full line and cap change was completed, and all tubing was labeled with patient info and placed in cl office. Affected area c4b. There was patient involvement and no patient harm. Duration of delay not noted by reporter. The patient is a 2-month-old caucasian female.